Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: b1, g3, g6, h2, h4, h6 and h10 the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported image malfunction (dvi video is interrupted) was potentially due to the wiring environment of the facility as the user facility had sent the subject device for service (oca) several times, but oca did not find any problem. According to the report, the malfunction had occurred in the two different monitors, but they could be used without any problem. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
To date, no device was returned for evaluation. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported, during preparation for use the evis exera iii video system center was found to have an intermittent image using dvi (digital video interface) video connectivity. The reporter stated the video system was returned from repair and when trying to set up the aspect ratio and they are still having issues. The facility noted they are only using dvi. There was no patient injury or harm reported.